Event description:
After an unspecified time after ivcf (inferior vena cava filter), the patient fell over himself and then took x-ray found that the filter branch broken. The product was sill implanted. No additional action was taken and the patient is fine at this moment. Everything was normal during that procedure

Manufacturer narrative:
Additional information was received with the lot number provided. Additional informaiton is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately 3 years after an uneventful ivcf (inferior vena cava filter) placement, the patient fell. X-ray showed that one of the filter struts had fractured but was still attached to the implanted filter. No additional action was taken and the patient is fine at this moment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15019657 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the patients fall may have contributed to the filter fracture or if the fracture was pre-existing prior to the fall. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately 3 years after an uneventful optease ivcf (inferior vena cava filter) placement, the patient fell. X-ray showed that one of the filter struts had fractured but was still attached to the implanted filter. No additional action was taken and the patient is fine at this moment. Two images are submitted for review. These images are non-contrast images of the filter. There is an optease ivc filter in place at the level of l3-4 in the expected location of the lower ivc. There are two strut fractures seen along the posterior aspect of the filter. One strut fracture involves the strut posterior and right of midline and is displaced. The second fracture involves the posterior midline strut and is minimally displaced. The remaining struts are intact. The superior and inferior cones are intact. No contrast images are provided and, thus, I cannot evaluate for the presence of thrombus within the filter or comment on the integrity of the ivc. Adjacent to the two strut fractures are anterior osteophytes extending from the inferior endplate of l3 and the superior endplate of l4. These are immediately next to the strut fractures. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15019657 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the clinical information and images provided in this complaint it is difficult to derive an accurate and definitive conclusion regarding the cause of the nitinol fatigue in this case. The most plausible explanation is the location of the filter relative to marginal osteophytes in the adjacent lumbar spine. This may have exerted significant external force on the body struts resulting in nitinol fatigue and subsequent fracture. For filter function, two strut fractures should not significantly affect the filtering ability as the superior and inferior cones are currently intact. The patient should be monitored at regular intervals to assess for the progression of the known fractures and for any new ones. It is unknown if the patient¿s fall may have contributed to the filter fracture or if the fracture was pre-existing prior to the fall. Based on the information available for review and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.